Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that after about 70 months of implant an inappropriate shock was delivered. Insulation damage was suspected. ICD therapy was deactivated because the patient had refused the lead extraction. The date of implant was not provided. No additional adverse patient side effects were reported.